Event description:
It was reported that the implant, which had been tightened to 30 ncm, became deformed at the top of the collar. The pilot hole was excessively large, resulting in a lack of primary stability. The implant could likely have been tightened by hand. The surgery was successfully completed using a different implant.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.